Event description:
It was reported that a patient had an intraocular lens (iol) implanted in their left eye on (B)(6) 2022. Although the patient¿s vision recovered, the astigmatism did not improve in the patient. It was indicated that it could be posterior corneal astigmatism because value of astigmatism was gradually increasing after implantation. The physician took a wait-and-see approach and has not decided on the treatment for the patient. There was no patient injury reported. As of to date, no intervention has been performed and the lens remains implanted. Preoperative keratometry value: r1: 42.88d@91° r2: 44.94d@1° corneal astigmatism -2.0d postoperative day 1: 0.4p (0.8p× s+0.5d =c-2.5d ax70°), postoperative week 1: 0.125p (0.9p× s+0.75d =c-4.0d ax60°), postoperative week 2: vision without correction recovered to 0.4, but astigmatism did not improve. No further information was provided.

Manufacturer narrative:
Information unknown/not provided. Date of event: information unknown/not provided. If explanted, give date: not applicable as the lens remains implanted. First/given name: unknown/not provided. Last name: unknown/not provided. Initialphone number: (B)(6). The intraocular lens (iol) was not returned for evaluation as the lens remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturing site, as it remains implanted; therefore, product testing could not be performed. However, four lenses pertaining to this production order were retrieved from the distribution center and received for product evaluation. An optical check of 4 iols, model zcw375 with a diopter of 20.0d, pertaining to this production order was performed. All 4 samples were checked on optical power, cylinder, and the angle between the low power meridian (lpm) and the toric cylinder axis markings per the product specification. Various independent optical measurement systems were used to verify measurements. Two lenses failed the angle degree, confirming angle out of specification results using miq/mtf and way master. The lenses have good optical quality however in the wrong orientation with respect to the markings. Manufacturing record review: a search of complaints related to this production order (po) was performed. Two additional complaint folders for residual astigmatism were found. Conclusion: as a result of the investigation, the lens was confirmed out of specification. Additional information: h9: recall event ID: 93523. Johnson & johnson surgical vision (jjsv) has initiated a field action related to tecnis® toric ii optiblue® (zcw) intraocular lenses (iols) due to an identification of a limited quantity of these products in which the cylinder axis marks do not meet product specifications for the allowable angle between low power meridian (lpm) and toric cylinder axis marks. This could potentially result in an increase in astigmatic error for patients that are implanted with the non-conforming iol depending on the magnitude of the incorrect angle relative to the lens toric markings. A secondary surgical intervention may be necessary to address the clinical impact, which could range from iol rotation intraoperatively, to corneal laser refractive correction, or explant of the iol and replacement. Complaints will continue to be monitored and investigated. Investigation is ongoing and corrective action will be implemented as appropriate. Section h6: medical device problem code: 1535 - incorrect, inadequate or imprecise result or readings. Corrected data: in review, it was also noted that the section "g4 - PMA/510(k) number" field should have been kept blank and a justification veribiage should have been added to the section h10 of the initial MDR report. Also, the section "g4- combination product" field which should have been populated with "no" was inadvertently left blank in the initial MDR report. In review, it was also noticed that an incorrect patient/medra code (4613) was entered in section h6 instead of "2199" and the component code was inadvertetly not entered in this section of the intial MDR report; therefore, the information has been corrected in this supplemental MDR report and the following fields have been updated accordingly: section g4: this report is being filed on an international device; tecnis toric ii optiblue1-piece iol, model zcw that has a similar device, tecnis toric 1-piece iol model zct which is distributed in the unites states under PMA p980040. Section g4: combination product: no.. The following additional codes were added: section h6: component codes: 4755 - part/component/sub-assembly term not applicable. Section h6: health effect - impact code: 2199 - no health consequences or impact. The following code which was entered in the initial MDR report is not applicable to this event: section h6: health effect - impact code: 4613 - minor injury/ illness / impairment. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information/corrected data: the product investigation (history review) was updated and in addition to the two (2) complaints previously mentioned in the follow up MDR report #1, an additional eight (8) complaints were found under this production order. This supplemental MDR report is to provide an update and to make a correction to the earlier provided information. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.